Event description:
As reported by the user facility (translation of user facility info by bbm sales organisation in (B)(4)): the pump does not empty. Blocked.

Manufacturer narrative:
(B)(4). The device is currently on shipping from the customer to b. Braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.